Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer did not perform the air removal step. The customer was educated to ensure that air is removed from the cartridge before filling it. The customer declined to load a new cartridge and continued to use existing cartridge.